Event description:
It was reported that a remote monitoring transmission was sent due to the patient's heart rate being below the device programmed lower reasonable limit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).